Event description:
Patient's foley catheter was removed at the end of the procedure. There was resistance upon removal and the circulator requested for the fellow doctor's assistance to aid in removal. The fellow was able to remove the catheter, and upon assessment there was a ridge created from the foley's balloon. The catheter tip was intact.